Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported on a reply card that an intraocular lens was noted to be defective and was not implanted. Additional information was received indicating the iol was noted to be defective upon opening.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported on a reply card that an intraocular lens was noted to be defective and was not implanted. Additional information has been requested.